Manufacturer narrative:
Additional information added to b5 and h6.

Event description:
Per additional information received, the valve presented severe central regurgitation.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years, 6 months, 22 days post transvenous tpvr procedure with a 26mm sapien 3 valve in a transannular patch, the patient presented fatigue due to regurgitation. The patient underwent a valve in valve procedure with a 26mm sapien 3 valve with +2cc. The valve was deployed without complication matching outflow to outflow. The valve was post dilated with a 26mm atlas gold to rbp of 12atm. There was no leakage demonstrated and excellent valve function. Per report, prior to the valve in valve, the valve measured approximately 24mm to 26mm od on fluoro. Balloon dilation to rbp of 24mm then 26mm atlas gold to stretch valve and ensure no coronary compression of lad.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation was confirmed based on the provided information from the field clinical specialist (fcs). The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the pulmonic position, which was not an indicated use at the time of the implantation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.